Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was not able to reproduce the reported event. During evaluation it was noted that the printed circuit board was faulty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the high flow insufflation unit front panel display disappeared and an alarm was generated. The reported problem was found during preparation for an unspecified therapeutic procedure. There was no more than a 15 minute delay in starting the procedure due to changing devices. No patient involvement or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred from a failure of the printed circuit board. The specific root cause of the printed circuit board failure could not be determined at this time. Olympus will continue to monitor field performance for this device.